Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found, blood in/on helix mechanism (sleeve head). Full lead returned and analyzed.

Event description:
It was reported the lead was implanted in a less than optimal position. The physician attempted to retract the lead helix to attempt a new position. At this time, the physician noted the helix had become non-operational. The lead was removed and replaced with a new lead. No patient complications were reported as a result of this event.

Event description:
It was reported the lead was implanted in a less than optimal position. The physician attempted to retract the lead helix to attempt a new position. At this time, the physician noted the helix had become non-operational. The lead was removed and replaced with a new lead. No patient complications were reported as a result of this event.